Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that three months after the dental implant was placed, primary stability and osseointegration were not obtained. Clinician noted an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that three months after the dental implant was placed, primary stability and osseointegration were not obtained. Clinician noted an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).